Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported a 60-year-old male noted as high risk intervention was implanted with an impella 5.5 device for mechanical circulatory support. During impella 5.5 support, there was leaking from near the filter of the purge side arm. There was suspected leaking from the yellow connector of the purge line, so the purge line was replaced. There was no improvement. There was no change in the purge flow or pressure, so staff decided to continue support and monitor.

Manufacturer narrative:
The investigation for the purge leak has been completed. The product was returned and evaluated. A purge cassette was connected to the pump and purge fluid started. Initially, there was purge fluid sitting in retainer seal, but that was discovered to have been fluid from initial luer connection, not an active leak. The retainer was removed for closer inspection, and the pump was purged again for 10 minutes with no leaks found. Log review showed no issues with purge flow or purge pressure on the day of reported leak or later. The root cause of the purge leak was most likely use-related. The instructions for use for the impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock states the following: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ corrections to the initial MFR report: h6 impact code 4629.